Manufacturer narrative:
This product was manufactured in (B)(4) and is not marketed in the u.s. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 11.5mm ticm115v4 implantable collamer lens, -7.5/+1.5/099 diopter, in the patient's right eye (od) on (B)(6) 2009. The lens was explanted on (B)(6) 2016 due to low vaulting and lens rotation. The lens was exchanged for a longer lens and the problem was resolved. The patient's post-op best-corrected visual acuity was 20/20.

Manufacturer narrative:
(B)(4). Device evaluation (the lens was returned dry in the case/vial; visual inspection found unspecified foreign material on surface and no visible damage). (B)(4).